Manufacturer narrative:
The device was returned for analysis. The reported ¿device stuck in the patient anatomy¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information reported that the arteriotomy site was in the right common femoral artery. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with two proglide devices using the pre-close technique prior to an interventional impella procedure. Reportedly, the sutures of the first proglide were successfully pre-placed. The second proglide deployed successfully; however, after harvesting the sutures and attempting to remove the device from the patient anatomy, it was stuck and could not be removed. As the patient was thinner, the physician was able to visualize that the knot was above the skin so he cut and removed the suture and the proglide device was able to be removed. The sutures of an additional proglide device were successfully pre-placed. There was no tissue damage or separation of the proglide. The impella procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided